Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device breakage ("fracturing of the implant") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), ovarian cyst ("cyst on ovaries") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent surgery to remove essure) and surgery (underwent surgery to remove essure). Essure (ess205) was removed in 2012. At the time of the report, the pelvic pain, device breakage, ovarian cyst and dyspareunia outcome was unknown. The reporter considered device breakage, dyspareunia, ovarian cyst and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("cyst on ovaries") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent surgery to remove essure). Essure (ess205) was removed in 2012. At the time of the report, the device breakage, pelvic pain, ovarian cyst and dyspareunia outcome was unknown. The reporter considered device breakage, dyspareunia, ovarian cyst and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and pelvic pain ("pain, stabbing pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair) and rizatriptan benzoate (maxalt) from 2004 to 2008. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("allergic or hypersensitivity reaction type: allergic reaction to the metal"). In january 2006, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia, heavy cycle"). In 2006, the patient experienced female sexual dysfunction ("apareunia/ inability to have intercourse"). In 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst ("cyst on ovaries"), dyspareunia ("painftul intercourse"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent surgery to remove essure). Essure (ess205) was removed in 2012. At the time of the report, the device breakage, pelvic pain, ovarian cyst, dyspareunia, allergy to metals and abdominal pain outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had not resolved and the female sexual dysfunction was resolving. The reporter considered abdominal pain, allergy to metals, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs and medical record received. Reporter and patient demographics were added. Concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, heavy cycle, allergic or hypersensitivity reaction type: allergic reaction to the metal, apareunia/ inability to have intercourse, dysmenorrhea and abdominal pain added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant') and pelvic pain ('pain, stabbing pain/constant pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included achilles tendonitis, plantar fasciitis, migraine, headache, pain in extremity, endometriosis, pain ankle and nabothian cyst. Previously administered products included for an unreported indication: norethindrone, oral contraceptive nos and ortho evra. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair) and rizatriptan benzoate (maxalt) from 2004 to 2008. On (B)(6)2005, the patient had essure (ess205) inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and allergy to metals ("allergic or hypersensitivity reaction type: allergic reaction to the metal"). In january 2006, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia, heavy cycle"). In 2006, the patient experienced female sexual dysfunction ("apareunia/ inability to have intercourse"). In 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced ovarian cyst ("cyst on ovaries"), dyspareunia ("painftul intercourse"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramps") and breast discharge ("green discharge from my breast"). The patient was treated with surgery (surgical removal of coil(s)). Essure (ess205) was removed on (B)(6)2012. At the time of the report, the device breakage, pelvic pain, ovarian cyst, dyspareunia, allergy to metals, abdominal pain, abdominal pain lower and breast discharge outcome was unknown, the vaginal haemorrhage, menorrhagia and dysmenorrhoea had not resolved and the female sexual dysfunction was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, breast discharge, device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2005: total bilateral occlusion, appropriate placement with bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Reporter information were added. Event : cramps and green discharge from my breast were added. Event verbatim were updated as pain, stabbing pain/constant pain. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report